Event description:
Extreme highs and lows in blood sugar results due to problem with infusion set. High blood pressure resulting in stroke. Impairment in vision, speech and balance. Diagnosis or reason for use: diabetes. Event abated after use: no, event reappeared after reintroduction: yes.